Event description:
It was reported ¿that the patient presented with issues and upon review of x-rays, the (surgeon) noted a ¿floating¿ set cap from one of the s1 screws. The set screw has backed out as is sitting above on the lateral x-ray. No revision surgery is scheduled at this time.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.